Event description:
It was initially reported that following the pump refill in the first week of (B)(6) 2011, on (B)(6) 2011, patient had a prednisone injection and experienced pruritus ("itching") and burning since the injection. The healthcare provider (hcp) prescribed medication "in case the patient is reacting to the prednisone." The reporter was concerned about the pump function. The patient did not experience any return of spasticity at the time. On (B)(6) 2011, it was reported that patient experienced a change in therapy effect. In addition to itching, the patient could hardly walk due to stiffness. The patient heard a pump alarm, but the hcp was unable to confirm the alarm by telemetry via a clinician programmer. The audible alarm was indicated as occurring one week post implant; and being a single beep every hour. The patient was scheduled to see a surgeon. It was noted that at this time they are "unsure if the issue is due to the catheter, or the catheter and pump." Drug delivered via the device was baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient was seen on (B)(6) for possible malfunction of pump. The side port was accessed but they were not able to draw anything from the pump. Revision and exploration of the pump and catheter were recommended. The patient was seen (B)(6) and the pump was increased. The health care provider wanted the patient to come in once a week for adjustments. The patient was last seen on (B)(6) and requested another pump dose increase.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: catheter model:8703w, lot #: l39096, implanted: (B)(6) 1996, explanted: unk; programmer: 8835, serial #: (B)(4); synchromed pump model: 8637-20, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.